Event description:
It was reported that the customer was laying down in bed when he noticed that the insulin pump had fallen apart and broke. The customer's blood glucose was 45 mg/dl. The customer treated himself with orange juice. The customer also mentioned a broken belt clip. Advised that a replacement belt clip would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.